Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the realize band was implanted in (B)(6) 2010. Two years later, the patient wasn't able to pass any food, which resulting in vomiting all food eaten. The patient went to her doctor and the doctor notified her there were issues with the realize band and recommended the product be removed. The patient was informed that the band had slipped. The patient had the product removed in (B)(6) 2015.